Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: the dynamic hip system (dhs) was implanted 1.5 years ago. After 1.5 years the implant was removed due to patient pain. Rust was observed on the dhs implant at the time of removal. There was no patient infection. This patient also had a distal tibia plate. This implant was removed on the same day, and did not show corrosion. This is 4 of 4 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the returned implant were checked and found to checked and found to be in compliance with the technical drawings and ao/asif specification. Examination of the raw material testing certificates and the manufacturing records showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No manufacturing related issues that would have contributed to this complaint were found. Corrosion marks/fretting corrosion were observed at the non-threaded portion of the plate holes. The corrosion results from micromovements between the screw head and the plate. The micromovements caused damage to the passivation layer of the metal and panders fretting corrosion.